Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the segment fluid damage, the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the operation channel leaky, the bending rubber leaky, the remote control buttons cut, the remote control buttons malfunction, the angle wire hard to move, and the insertion flexible tube (ift) bump; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""(B)(4)(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).